Event description:
1.8 mm drill bit broke while performing open reduction and internal fixation (orif) of left tibia. 5cm broken tip identified by surgeon was retained in tibia. Procedure done under fluoroscopy.